Event description:
Further information received noted that device continues to fail to update patient's communications. A mobile phone application reinstallation was recommended. Patient had no consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with incorrect event dates and non-updated communications from their implantable cardiac monitor. Troubleshooting recommendations were made to a healthcare provider. Patient had no consequences as a result of the event.